Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the facility.

Event description:
A report was received that the pt's entire precision was explanted due to the pt experiencing jolting sensations and muscle spasms up his spine. The physician suspected malfunction on the device and the leads. The pt was doing well after the procedure.